Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-01771. It was reported the patient experienced a fall. In turn the patient experienced ineffective stimulation and discomfort due to lead migration. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.